Event description:
The patient's mother reported that she would like to have the device programmed off as soon as possible. She stated that the she believes the vns is causing increased seizures and some kind of neurological complication. The mother reported that the magnet was taped over the generator the night prior and it fell off and the patient suffered two seizures. The patient's mother took the patient to the emergency room. Attempts to obtain additional information have been unsuccessful to date.